Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed with local anesthesia. One week later, magnetic resonance imaging showed that most of the hydrogel had been injected into the rectal wall, there was some space between the prostate and the rectum. It was reported it was being discussed with the patient's radiologist whether it would be okay to try radiation as a result. No patient complications occurred. The patient was under observation at the time of this report, and he was planned to receive external beam radiation treatment.